Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Patient experienced a right femur fracture in an accident. Plate and screws were implanted. Patient turned and the plate broke. The bone had not completely united. Plate was noted as broken at the site where prior screw removal occurred. Broken plate was removed and replaced with a femoral nail.